Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) had interrogated the patient's pump and it showed the pump was in pump off state. It was later reported that the pump actually went into end of service (eos) in (B)(6) 2014 and was missed at the time. The patient was only seen for refills every six months. The pump was replaced on (B)(6) 2014. The pump system was delivering baclofen. The dose prior to replacement was unknown because the pump was stopped. At the time of pump replacement the patient was place on baclofen 500mcg/ml at 24mcg/day. No symptoms were reported.